Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer explained that she had changed the set but was unable to fill the cannula, as she received a no delivery alarm at 3.7 units. Blood glucose at the time of the incident was 405 mg/dl. It was advised to disconnect at the quick release and prime. The customer confirmed insulin did exit. The customer stated she would remove the site portion and change the entire infusion set. The product will not be returned for analysis.